Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the implant is starting to ¿sting¿ them. They explained that the implant gets warm/hot around the implant site, which will occur for 1-3 minutes and then stop. They also stated that sometimes they cannot charge the ins, and sometimes they can, which started about 3 months ago. The patient stated that they saw an elective replacement indicator (eri) message on their equipment about a month ago. They mentioned that they are trying to meet with a manufacturing representative on 2019-04-11. The added that itis getting to the point where they may have to go to the ER and have the device removed, but they would like to have the ins replaced. They indicated that they have turned the device off. The issues remain unresolved. Communication was sent out to the field. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that he was experiencing a ¿burning¿ sensation at the implant site of the ins. The patient thought about going to the emergency room. The patient reported that he had turned his therapy off and on before this sensation started happening but now when he turned stimulation on the burning sensation started low and gradually got warmer like the ins was overheating. The patient reported that a tree fell on him around the time the heating/burning issue started. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was no determination of the cause of the heating and recharging issue. It was noted that the device had been in elective replacement indicator for a while. The patient told the representative that it was working fine during their meeting and spoke with the physician about battery replacement. The physician intends to replace the battery as it is almost 9 years old.